Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that patient faced infusion set detachment event on (B)(6) 2024. The blood glucose level was 333 mg/dl. No further information available.